Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular (rv) lead. It also indicated the criteria for rv lead integrity alert were met, the impedance of the rv pacing lead was beyond the expected upper range, and that there was oversensing due to non-physiologic signals/sic (sensing integrity counter).

Event description:
It was reported that a lead integrity alert was triggered on the right ventricular lead for oversensing/noise, short v-v intervals, and an increase in pacing impedance. Noise was reproducible during isometrics. Reprogramming was performed and therapies were programmed off until a replacement procedure was performed. No patient complications have been reported as a result of this event.